Manufacturer narrative:
Blocks a1, b5, e1 below and h6: patient codes have been updated based on the additional information received on october 13, 2022. Block b3 date of event: the exact event onset date is unknown. The provided event date of october 12, 2018 was chosen as a best estimate based on the date of device explantation. Block e1: this event was reported by the patient's legal representation.dr. (B)(6). (B)(6) hospital. Block h6: patient codes of e2330, e2101 and e1715 capture the reportable events of pain, adhesion and fornix ridges . Impact code of f1903 and f1901 capture the reportable event of tvt - o removal and adhesiolysis. Block 11: b3 and g2 report source has been corrected.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a curette, endometrial ablation, obtryx ii tvt + cystoscopy + laparoscopic excision endometriosis procedure performed on (B)(6) 2016. During the laparoscopic portion of the procedure, adhesions surrounding the colon to the left pelvic inlet were divided. Endometriosis was excised from the left vesicouterine peritoneal fold and sent for pathology. Two ovarian cysts were removed from the right ovary via diathermy. Postoperatively, the patient experienced pain and adhesion. She then underwent surgical intervention for tvt - o removal and laparoscopic adhesiolysis of the left pelvic wall and pouch of douglas, peritoneal biopsy on (B)(6) 2018. It was noted that the left arm of the sling had been placed through the adductor tendon. The operative diagnosis was superficial tape (anterior fornix ridges, right greater than left).

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, after the implantation, the patient experienced an unknown injury. Reportedly, the mesh was removed on (B)(6) 2018. Boston scientific has been unable to obtain additional information regarding the event to date.